Manufacturer narrative:
One phacoemulsification tip was returned and visually inspected. The tip is broken at the transition between the cone and cannula. The break area is very jagged. The wall thickness at the break area is good. Wear is present on the threads and back of flange. The finished goods lot was manufactured with four phacoemulsification tip component lots. A device history record review for each of the lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. Three lots had no anomalies found based on the device history record reviews. The product was released according to the product¿s acceptance criteria. A complaint lot history examination indicates there was no other complaint for the reported issue. All phacoemulsification tips are 100% visually inspected during the manufacturing process. The root cause for the breakage cannot be determined from this evaluation. The examination of the phacoemulsification tip does not provide any observations to indicate the breakage was due to a manufacturing issue. Possible reasons for breakage include tuning or operating the tip in air, obstruction in the tip inside diameter or aspiration hole, incorrect infusion sleeve used, mechanical stress from reuse of the single use tip, improper setup or operating technique, bending of the phacoemulsification tip cannula, or inadequate wall thickness of the phacoemulsification tip. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phaco tip broke off in the patient's eye during phacoemulsification. There was no harm to the patients and no product samples were retained. Additional information and sample has been requested.